Event description:
It was reported that during a conventional gastroplasty procedure, the instrument stopped working during the procedure. The physician used another instrument to complet the case with no patient consequence.